Event description:
Case done under compassionate use. Physician was concerned about the sizing of the grafts. Did not feel that the landing zone of the iliac leg would be sufficient. Physician felt that additional taper and flexibility was needed at the distal end of the iliac leg due to the condition of the vessel. As a result an iliac extension was added to the iliac leg.